Event description:
Report received of an under-delivery. The customer indicated that the event was the result of an error in programming the device. At 10:09 am, the pump was programmed in the dose calculation mode to deliver 250 units of insulin in 250 ml at a dose of 0.13 units/hr instead of the intended dose of 1.3 units/hr. Forty-five minutes later, the error was noted and the dose was "titrated up to compensate for the under-delivery." There was no reported adverse patient sequelae. Though requested, no further information was available.